Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, a piece of the starclose se device broke off, was in scar tissue of the patient and needed to be retrieved. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device code 1562 removed.

Event description:
Subsequent to the initially filed report, additional information provided: reportedly, the trigger button was pressed and the starclose se clip deployed on the end of the device. The device with the clip became stuck and would not release in the scarred vessel requiring retrieval. The access ports were attempted to be used, yet the device remained stuck. The starclose se device was disassembled, the control wire was cut and a 6f sheath was inserted over the wire to successfully push off the clip and release the device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.